Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. UDI: (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Litigation alleges the patient suffers from pain, his implant began to "feel loose", suffered a dislocation in (B)(6) 2012, difficulty ambulating, elevated levels of chromium and cobalt in his blood. During surgery it was confirmed that the patient was suffering from a metal-on-metal reaction with brown/black staining of the soft tissue surrounding the implant and a pseudotumor type reaction. Patient has a 3/8" difference between left and right leg. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Updated 16 june 2015 - medical records received. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable see section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, his implant began to "feel loose", suffered a dislocation in (B)(6) 2012, difficulty ambulating, elevated levels of chromium and cobalt in his blood. During surgery, it was confirmed that the patient was suffering from a metal-on-metal reaction with brown/black staining of the soft tissue surrounding the implant and a pseudotumor type reaction. Patient has a 3/8" difference between left and right leg. Update 11/24/2014 - pfs and medical records received. A correct dor was provided. After review of the medical records fo MDR reportability, the patient had high metal ion levels in 12/2012. The stem is being added for the high metal ions. No part/lot information has been provided at this time. The revision operative note indicated metal on metal reaction, pseudotumor, and leg length discrepancy. There was no mention of dislocation as litigation alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/22/2014.

Manufacturer narrative:
(B(4).

Event description:
Ppf alleges constrained liner, loosening of cup, dislocation with closed reduction, loosening of stem, metal wear, metallosis, and elevated metal ions.